Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, when the 'punch scissor' was opened, it was noticed that the jaw was broken. The procedure was completed without delay using a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that, during a shoulder arthroscopy, when the 'punch scissor' was opened, it was evident that the device was broken. The procedure was completed without delay but it is unknown how. No patient injuries or other complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). Foreign zip code (B)(6).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, an impact event inconsistent with normal use, wear from prolonged use, misuse or rough handling, or inadequate routine maintenance. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.